Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 12/18/2024. The investigation determined that the device serial number and failure identified are within the scope of hhe #1168869 and scar # (B)(6) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. An investigation identified the device serial number and failure identified are within the scope of hhe #1168869 and scar #(B)(6) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.

Event description:
N/a.

Event description:
Tw (B)(4). The hospital reported that during a saphenous endoscopic vessel harvesting procedure using t.w. Power supply, after the dissection process was completed, they attempted to perform branch ligation. However, the device would not consistently work when trying to cut branches. In other words, the device would activate and cut some branches and then not work at all when trying to cut other branches. The power cables were switched out and the issue continued. The generator in use was a brand new generator. This generator was switched out with another new generator that the account recently purchased. Unfortunately, the issue continued. Before switching out the hemopro 2 kit, they decided to switch out the second generator with an older generator that they had. After doing this, the device worked as expected and there were no other issues during the case. There were no injuries caused by the defective generators. The surgical delay was the time needed to switch out the capital equipment to resolve the problem which was about 5 to 7 minutes.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.